Event description:
It was reported that the patient was unable to start therapy sessions. There was no report of patient harm or injury. The clinical specialist troubleshot the issue with the patient and confirmed that the left lead showed a progression of out-of-range/high-impedance readings. As a result, the patient underwent revision surgery to replace the left lead. During the revision procedure, the physician elected to replace both leads. No product deficiency was reported for the right lead. The entire leads were removed, and two new leads were implanted without complications. No device evaluation could be performed. The hospital discarded the removed leads. However, a review of the implant images revealed that the strain relief loop was small and positioned cranial to the entry points which caused the out-of-range issue. The lead device history records were reviewed. No relevant nonconformances were found. Following the lead revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient).

Manufacturer narrative:
Mml # (B)(4). Other lead explanted. Model: 8145. Description: reactiv8 implantable stimulation lead. Serial number: (B)(6). UDI#: (B)(4).